Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found after further investigation leaving the mobile view station (mvs) on and unplugged the ups batteries lasted 7mins and then the system shut off. At 6mins the fse received low battery message and shortly after a critical low battery message instructing the fse to plug the unit in or located another outlet. Approximately 15secs before the mvs shut off, the original error message appeared stating "driver intel pro/1000 grabber adapter [eee] is preventing the machine from entering standby." The pm procedure states that the ups battery should last 3mins therefore this unit surpassed the minimum standard. No replacements parts were needed at this time. System should be plugged in for a full charge. The information in the complaint does indicate that the network card does require a driver update to prevent this type of problem from occurring, driver update occurred..the imaging system passed a full system checkout. Staff notified, system fully functional. Logs gathered and attached to case. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No further issue reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site stated when putting the imaging system away, an error message appeared stating "driver intel pro/1000 grabber adapter [eee] is preventing the machine from entering standby. There was no patient present when this issue was identified.